Event description:
Manufacturer's investigational unit confirmed missing icons on the aviva system. No adverse event reported. Replacement system was sent.

Manufacturer narrative:
The event occurred in (B) (6).